Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 11/03/2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient indicating that she is testing in the settings mode. Per the owner's manual, this is a patient's training/misuse issue. This complaint is classified according to the documentation of the customer care advocate. The reported issue began on (B)(6) 2009 at 7am. Reportedly, after the reported issue began, the patient managed her diabetes with her normal diabetes oral medication of metformin and januvia. Reportedly 2 days after the reported issue began the patient developed symptom of feeling shaky. The patient did not receive any treatment at the time of concern. During troubleshooting, the reported issue was resolved with training. This complaint is being reported because the patient encountered a training/misuse issue and subsequently developed symptom that can be associated with hypoglycemia two days after. Replacement products were sent to the patient.